Manufacturer narrative:
A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak. After receiving a cycler alarm the patient opened the cassette door and found fluid leaking from the cassette. The set was not made available for evaluation. During follow up the patient's pd nurse reported the patient did not have any signs of infection and his effluent has remained clear. He was not prescribed any antibiotics.

Manufacturer narrative:
The complaint sample was not available for evaluation to confirm the alleged product malfunction. Therefore the complaint is deemed as not confirmed. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.